Event description:
Terumo medical corporation received the reported information. At the conclusion of the coronary interventional procedure, when preparing to use an 8 french vascular closure device, the operator observed deformation at the tip of the sheath upon opening the package. To prevent potential vascular access site injury, the device was not utilized and was replaced with a new angio-seal.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube, locator, hemostasis sheath, guidewire and header bag. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The distal tip of the locator was found to have been damaged. The complaint was able to be confirmed for a deformed locator. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the component due to aggressive handling or during device assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).